Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 130 ohms on this right ventricular (rv) channel. There was no noise noted during provocative maneuvers and all other lead parameters were within the normal range. It was noted that this impedance measurements showed intermittent jumps. The plan is to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.